Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a mako clinical trail adverse event data report it was found that a patient required arthroscopic surgery with itb release.